Event description:
Additional information has been received stating that event occurred during insertion into the right eye. The lens was cut into two parts and removed. A monofocal lens was implanted. There was no patient harm.

Manufacturer narrative:
Additional information was provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was broken in the middle of optical plate. Additional information has been requested but is not available at the time of this report.